Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: according to the description of event, two attempts of removing the implanted tulip filter failed. No imaging nor product were returned. Based on the limited information provided, the root cause of the reported difficult removal cannot be determined. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Other text : exemption number e2016032. (B)(4). Summary of investigational findings: according to the description of event, two attempts of removing the implanted tulip filter failed. No imaging nor product were returned. Based on the limited information provided, the root cause of the reported difficult removal cannot be determined. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "a patient called customer service and left a message concerning the g52917 (gunther tulip navalign femoral vena cava filter set), lot# e3407447 the patient had surgery last year on (B)(6) 2016 at the hospital. She told me that they tried to remove the filter twice but wasn¿t successful so she still have it. She doesn¿t want to file a complaint but wanted to let us know about it." Also confirmed verbally with the customer service representative that the patient did not have any symptoms of trouble. She went in for a routine retrieval and due to a blood clot it was not retrieved the first attempt. When she went back for the second routine retrieval it was unsuccessful. Patient outcome: no adverse effects on the patient due to this occurrence.